Event description:
When davol x-stream laparoscopic irrigation tubing set was opened onto the surgical field, the surgical technician was unable to connect the nezhat top to the tubing. It would not snap into place. Device was exchanged for another "like" device.